Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the breathing system was contaminated with sodasorb dust, the scavenging system was clogged, and the sodasorb canister was cracked. The breathing system and waste scavenging system were cleaned, the o-rings were cleaned and lubricated, and the canister was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported the unit alarmed for high carbon dioxide. There was no reported patient injury.